Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during lap lar (low anterior resection). While on the first firing (rectum resection) the devices (handle and reload) were used. On the attempt to work on the tissue, the device's jaws did not open properly thus couldnot clamp the tissue. A new device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The jaws of the reload would not fully open. The cartridge springs were fatigued. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of this failure can occur after multiple clamping cycles or if the reload is left in the clamped up position for a long period of time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.